Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. During use in the procedure, the rotating hemostatic valve leaked. It was also reported that the patient experienced temporary ischemia; however, the physician did not think it was due to the leak. There was no reported treatment for the ischemia. Although there was a 10 min delay reported in the procedure it did not lead to an adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported leak or reported ischemia. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.